Event description:
A distributor reported that a customer experienced a pump malfunction identified as 12-0x2071. No information was available regarding the impact on the customer's blood glucose level. There was a lack of further details initially, and the distributor awaited the pump's return for examination. Subsequent updates noted that the pump started when plugged in, and a replacement pump with a new serial number was arranged for the customer.